Manufacturer narrative:
One (1) used sample #d1000, tego¿ connected to one used bd posiflush sp syringe 0.9% sodium chloride (0.9% nacl) 10 ml syringe. As received no physical damage or anomalies were on tego or the syringe tip. The sample was tested as per procedure and failed low / high pressure test .once the sample was dissembled a puncture inside the seal was found. Complaint of leaks can be confirmed. The probable cause of the puncture observed on the seal which resulted in a leak, is typical of access with a sharp instrument such as a needle during use. The dfu-3844 states: do not use needles or caps on tego. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego¿ connector where it was reported that the tego was attached to a patient, it was working when blood was drawn but noticed a leak when flushed with saline. There was patient involved, no patient harm or adverse event reported and unknown delay in therapy.